Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ spotting") and menorrhagia ("menorrhagia") in a 29-year-old female patient who had essure (batch no. 626905) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 2005 to (B)(6) 2008, salpingectomy from 2003 to 2005, multi gravida, parity 2 ((B)(6) 1998; (B)(6) 2003; (B)(6) 2008), uti in 2010, multigravida (1998, 2003, and 2008), tachycardia, seasonal allergy, bursectomy, vulvitis, endometriosis, vulvovaginal atrophy, dysfunctional uterine bleeding, endometrial ablation and d & c. Mr-no history of asthma, sob, wheezes, rashes and angioedema. No tobacco and alcohol use. No synechiae, no polyps, or myomas evident. Concurrent conditions included obesity, alcohol use, short of breath, laryngitis, rhinosinusitis, allergic rhinitis, yeast infection, vaginal itching, candidiasis, frequency urinary, burning micturition, thyroid nodule, musculoskeletal pain, mastalgia, muscle ache, palpitations, congestion nasal, ovarian cyst, premenstrual dysphoric disorder, hirsutism, cystitis interstitial, anesthesia, menometrorrhagia, jaw pain, premenstrual syndrome, anemia, lichen sclerosus and seasonal allergy. Family history included diabetes (mother, paternal grandmother), hypertension (mother, paternal grandmother), breast cancer, cancer (mother) and breast cancer (mother). Concomitant products included mometasone furoate (nasonex) for congestion nasal, amoxicillin for yeast infection as well as amoxicillin (amoxi), ciprofloxacin (cipro) from 2011 to 2016, clobetasol, escitalopram oxalate (lexapro) from 2016 to 2017, estradiol (estrace), leuprorelin acetate (lupron depot-3 month) from 2011 to 2013, sertraline (zoloft) from 2016 to 2017 and trospium from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), rash ("rashes on thighs and abdomen"), skin disorder ("skin conditions") and reproductive tract disorder ("reproductive system disorder"). On (B)(6) 2009, the patient experienced cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraine headaches"), breast pain ("breast pain"), breast enlargement ("increase in breast size"), uterine enlargement ("increased uterine size"), menopausal symptoms ("menopausal symptoms"), vulvovaginal dryness ("dry vagina"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), abdominal pain ("abdominal pain"), uterine pain ("uterine area pain"), neck pain ("neck pain"), weight increased ("weight gain"), headache ("headache") and vision blurred ("blurred vision"). The patient was treated with colecalciferol (vitamin d), vitamin b, phentermine hydrochloride, surgery (laparoscopy, uterine cornuactomy bilateral salpingectomy & excision of essure), surgery (nova sure endometrial ablation on (B)(6) 2016) and surgery (operative laparoscopy with ablation of implants, bilateral uterosacral nerve transection,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, breast pain, breast enlargement, uterine enlargement, menopausal symptoms, vulvovaginal dryness, urinary tract infection, palpitations, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain, uterine pain, neck pain, weight increased, headache, eye disorder, visual impairment, vaginal discharge, hormone level abnormal, vaginal infection, rash, skin disorder, reproductive tract disorder, cardiac disorder, blood disorder and vision blurred was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blood disorder, breast enlargement, breast pain, cardiac disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, neck pain, palpitations, pelvic pain, rash, reproductive tract disorder, skin disorder, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices plaintiff will be left with abdominal deformity and severe large scarring. Physician had suggested an ablation due to suspected endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan - on an unknown date: enlarged uterus (B)(6) 2008: hysterosalpingogram - confirmed that plaintiff's fallopian tubes were full occluded and both essure coils were noted to be located within the fallopian tubes. A thyroid ultrasound showed a 1 x 4 mm nodule inferior to the left lobe, most likely a lymph node or parathyroid gland. Gynecological examination , cervical cancer screening, nephropathy screen , other screening mammogram. On(B)(6) 2014, mammography-impression: bi-rads category 1. Negative diagnostic mammogram. There are no new findings suspicious for malignancy. On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary isunremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. On (B)(6) 2016, ultrasound of left breast-impression: benign there is no sonographic evidence of malignancy and bilateral digital diagnostic mammogram 3d/2d with cad-impression: incomplete: need prior studies for comparison. There is no abnormality seen in the left breast to correspond with the palpable abnormality indicated by a triangular marker, however, ultrasound is recommended. On (B)(6) 2010, ultrasound of the thyroid- impression: single, sub centimeter nodule in the lower right lobe of the thyroid~ too small to pursue diagnostically. A lymph node is noted both above and below the left lobe, not significant by virtue of size. On (B)(6) 2017, us thyroid- impression: multinodular goiter. Both lobes of the thyroid gland are enlarged in size with dimensions. There are sub centimeter nodules in both lobes of the thyroid gland. The thyroid gland was similarly enlarged in size and was sub centimeter nodules on the prior study. On (B)(6) 2015, surgical pathology reportl-final pathological diagnosis: curetting, "endometrium"- -- secretory endometrium with stromal breakdown and endometrial polyp. Fragments of endocervical mucosa. No endometrial hyperplasia or squamous dysplasia seen. On (B)(6) 2014, mammogram diagnostic digital-impression: negative diagnostic mammogram. There are no new findings suspicious for malignancy . On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary is unremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x 1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. Concerning the injuries reported in this case, the following one were confirmed via medical record: headache, abdominal pain and pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet received. Outcome of event pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, breast pain, breast enlargement, uterine enlargement, menopausal symptoms, vulvovaginal dryness, urinary tract infection, palpitations, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain, uterine pain, neck pain, weight increased, headache, eye disorder, visual impairment, vaginal discharge, hormone level abnormal, vaginal infection, rash, skin disorder, reproductive tract disorder, cardiac disorder, blood disorder, vision blurred update from unknown to recovering /resolving. Onset date of event visual impairment, eye disorder, dyspareunia, dysmenorrhoea were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ spotting") and menorrhagia ("menorrhagia") in a 29-year-old female patient who had essure (batch no. 626905) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 2005 to 15-sep-2008, salpingectomy from 2003 to 2005, multi gravida, parity 2 (B)(6) 1998;(B)(6) 2003;(B)(6) 2008), uti in 2010, multigravida (1998, 2003, and 2008), tachycardia, seasonal allergy, bursectomy, vulvitis, endometriosis, vulvovaginal atrophy, dysfunctional uterine bleeding, endometrial ablation and d & c. Mr-no history of asthma, sob, wheezes, rashes and angioedema.no tobacco and alcohol use. No synechiae, no polyps, or myomas evident. Concurrent conditions included obesity, alcohol use, short of breath, laryngitis, rhinosinusitis, allergic rhinitis, yeast infection, vaginal itching, candidiasis, frequency urinary, burning micturition, thyroid nodule, musculoskeletal pain, mastalgia, muscle ache, palpitations, congestion nasal, ovarian cyst, premenstrual dysphoric disorder, hirsutism, cystitis interstitial, anesthesia, menometrorrhagia, jaw pain, premenstrual syndrome, anemia, lichen sclerosus and seasonal allergy. Family history included diabetes (mother, paternal grandmother), hypertension (mother, paternal grandmother), breast cancer, cancer (mother) and breast cancer (mother). Concomitant products included mometasone furoate (nasonex) for congestion nasal, amoxicillin for yeast infection as well as amoxicillin (amoxi), ciprofloxacin (cipro) from 2011 to 2016, clobetasol, escitalopram oxalate (lexapro) from 2016 to 2017, estradiol (estrace), leuprorelin acetate (lupron depot-3 month) from 2011 to 2013, sertraline (zoloft) from 2016 to 2017 and trospium from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), rash ("rashes on thighs and abdomen"), skin disorder ("skin conditions") and reproductive tract disorder ("reproductive system disorder"). On (B)(6) 2009, the patient experienced cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), breast pain ("breast pain"), breast enlargement ("increase in breast size"), uterine enlargement ("increased uterine size"), menopausal symptoms ("menopausal symptoms"), vulvovaginal dryness ("dry vagina"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), uterine pain ("uterine area pain"), neck pain ("neck pain"), weight increased ("weight gain"), headache ("headache") and vision blurred ("blurred vision"). The patient was treated with colecalciferol (vitamin d), vitamin b, phentermine hydrochloride, surgery (laparoscopy, uterine cornuactomy bilateral salpingectomy & excision of essure), surgery (nova sure endometrial ablation on (B)(6) 2016) and surgery (operative laparoscopy with ablation of implants, bilateral uterosacral nerve transection,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, breast pain, breast enlargement, uterine enlargement, menopausal symptoms, vulvovaginal dryness, urinary tract infection, palpitations, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain, uterine pain, neck pain, weight increased, headache, eye disorder, visual impairment, vaginal discharge, hormone level abnormal, vaginal infection, rash, skin disorder, reproductive tract disorder, cardiac disorder, blood disorder and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blood disorder, breast enlargement, breast pain, cardiac disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, neck pain, palpitations, pelvic pain, rash, reproductive tract disorder, skin disorder, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices plaintiff will be left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan - on an unknown date: enlarged uterus 15-dec-2008: hysterosalpingogram - confirmed that platiff's fallopian tubes were full occluded and both essure coils were noted to be located within the fallopian tubes. A thyroid ultrasound showed a 1 x 4 mm nodule inferior to the left lobe, most likely a lymph node or parathyroid gland.gynecological examination , cervical cancer screening, nephropathy screen , other screening mammogram. On (B)(6) 2014, mammography-impression: bi-rads category 1. Negative diagnostic mammogram. There are no new findings suspicious for malignancy. On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary isunremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. On (B)(6) 2016, ultrasound of left breast-impression: benign there is no sonographic evidence of malignancy and bilateral digital diagnostic mammogram 3d/2d with cad-impression: incomplete: need prior studies for comparison. There is no abnormality seen in the left breast to correspond with the palpable abnormality indicated by a triangular marker, however, ultrasound is recommended. On (B)(6) 2010, ultrasound of the thyroid- impression: single, sub centimeter nodule in the lower right lobe of the thyroid~ too small to pursue diagnostically. A lymph node is noted both above and below the left lobe, not significant by virtue of size. On (B)(6) 2017, us thyroid- impression: multinodular goiter. Both lobes of the thyroid gland are enlarged in size with dimensions. There are sub centimeter nodules in both lobes of the thyroid gland. The thyroid gland was similarly enlarged in size and was sub centimeter nodules on the prior study. On (B)(6) 2015, surgical pathology reportl-final pathological diagnosis: curetting, "endometrium"- -- secretory endometrium with stromal breakdown and endometrial polyp. Fragments of endocervical mucosa. No endometrial hyperplasia or squamous dysplasia seen. On (B)(6) 2014, mammogram diagnostic digital-impression: negative diagnostic mammogram. There are no new findings suspicious for malignancy . On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary is unremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x 1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. Concerning the injuries reported in this case, the following one were confirmed via medical record: headache, abdominal pain and pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ spotting") and menorrhagia ("menorrhagia") in a 29-year-old female patient who had essure (batch no. 626905) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 2005 to (B)(6) 2008, salpingectomy from 2003 to 2005, multi gravida, parity 2 (B)(6) 1998; (B)(6) 2003; (B)(6) 2008), uti in 2010, multigravida (1998, 2003, and 2008), tachycardia, seasonal allergy, bursectomy, vulvitis, endometriosis, vulvovaginal atrophy, dysfunctional uterine bleeding, endometrial ablation and d & c. Mr-no history of asthma, sob, wheezes, rashes and angioedema.no tobacco and alcohol use. No synechiae, no polyps, or myomas evident. Concurrent conditions included obesity, alcohol use, short of breath, laryngitis, rhinosinusitis, allergic rhinitis, yeast infection, vaginal itching, candidiasis, frequency urinary, burning micturition, thyroid nodule, musculoskeletal pain, mastalgia, muscle ache, palpitations, congestion nasal, ovarian cyst, premenstrual dysphoric disorder, hirsutism, cystitis interstitial, anesthesia, menometrorrhagia, jaw pain, premenstrual syndrome, anemia, lichen sclerosus and seasonal allergy. Family history included diabetes (mother, paternal grandmother), hypertension (mother, paternal grandmother), breast cancer, cancer (mother) and breast cancer (mother). Concomitant products included mometasone furoate (nasonex) for congestion nasal, amoxicillin for yeast infection as well as amoxicillin (amoxi), ciprofloxacin (cipro) from 2011 to 2016, clobetasol, escitalopram oxalate (lexapro) from 2016 to 2017, estradiol (estrace), leuprorelin acetate (lupron depot-3 month) from 2011 to 2013, sertraline (zoloft) from 2016 to 2017 and trospium from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), rash ("rashes on thighs and abdomen"), skin disorder ("skin conditions") and reproductive tract disorder ("reproductive system disorder"). On (B)(6) 2009, the patient experienced cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes") and vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), breast pain ("breast pain"), breast enlargement ("increase in breast size"), uterine enlargement ("increased uterine size"), menopausal symptoms ("menopausal symptoms"), vulvovaginal dryness ("dry vagina"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), uterine pain ("uterine area pain"), neck pain ("neck pain"), weight increased ("weight gain"), headache ("headache") and vision blurred ("blurred vision"). The patient was treated with colecalciferol (vitamin d), vitamin b, phentermine hydrochloride, surgery (laparoscopy, uterine cornuactomy bilateral salpingectomy & excision of essure), surgery (nova sure endometrial ablation on (B)(6) 2016) and surgery (operative laparoscopy with ablation of implants, bilateral uterosacral nerve transection,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, breast pain, breast enlargement, uterine enlargement, menopausal symptoms, vulvovaginal dryness, urinary tract infection, palpitations, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain, uterine pain, neck pain, weight increased, headache, eye disorder, visual impairment, vaginal discharge, hormone level abnormal, vaginal infection, rash, skin disorder, reproductive tract disorder, cardiac disorder, blood disorder and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blood disorder, breast enlargement, breast pain, cardiac disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, neck pain, palpitations, pelvic pain, rash, reproductive tract disorder, skin disorder, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices plaintiff will be left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan - on an unknown date: enlarged uterus (B)(6) 2008: hysterosalpingogram - confirmed that platiff's fallopian tubes were full occluded and both essure coils were noted to be located within the fallopian tubes. A thyroid ultrasound showed a 1 x 4 mm nodule inferior to the left lobe, most likely a lymph node or parathyroid gland.gynecological examination , cervical cancer screening, nephropathy screen , other screening mammogram. On (B)(6) 2014, mammography-impression: bi-rads category 1. Negative diagnostic mammogram. There are no new findings suspicious for malignancy. On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary isunremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. On (B)(6) 2016, ultrasound of left breast-impression: benign there is no sonographic evidence of malignancy and bilateral digital diagnostic mammogram 3d/2d with cad-impression: incomplete: need prior studies for comparison. There is no abnormality seen in the left breast to correspond with the palpable abnormality indicated by a triangular marker, however, ultrasound is recommended. On (B)(6) 2010, ultrasound of the thyroid- impression: single, sub centimeter nodule in the lower right lobe of the thyroid~ too small to pursue diagnostically. A lymph node is noted both above and below the left lobe, not significant by virtue of size. On (B)(6) 2017, us thyroid- impression: multinodular goiter. Both lobes of the thyroid gland are enlarged in size with dimensions. There are sub centimeter nodules in both lobes of the thyroid gland. The thyroid gland was similarly enlarged in size and was sub centimeter nodules on the prior study. On (B)(6) 2015, surgical pathology reportl-final pathological diagnosis: curetting, "endometrium"- -- secretory endometrium with stromal breakdown and endometrial polyp. Fragments of endocervical mucosa. No endometrial hyperplasia or squamous dysplasia seen. On (B)(6) 2014, mammogram diagnostic digital-impression: negative diagnostic mammogram. There are no new findings suspicious for malignancy . On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary is unremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x 1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. Concerning the injuries reported in this case, the following one were confirmed via medical record: headache, abdominal pain and pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Updated suspect drug indication and lot number. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding(vaginal)/ spotting') and menorrhagia ('menorrhagia/menorrhagia (heavy menstrual bleeding)') in a 29-year-old female patient who had essure (batch no. 626905) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti in 2010, oral contraceptive from 2005 to (B)(6) 2008, salpingectomy from 2003 to 2005, multi gravida, parity 2 ((B)(6) 1998; (B)(6) 2003; (B)(6) 2008), multigravida (1998, 2003, and 2008), tachycardia, seasonal allergy, bursectomy, vulvitis, endometriosis, vulvovaginal atrophy, dysfunctional uterine bleeding, endometrial ablation and d & c. Mr-no history of asthma, sob, wheezes, rashes and angioedema. No tobacco and alcohol use. No synechiae, no polyps, or myomas evident. On (B)(6) 2008: hysterosalpingogram - confirmed that plaintiff's fallopian tubes were full occluded and both essure coils were noted to be located within the fallopian tubes. A thyroid ultrasound showed a 1 x 4 mm nodule inferior to the left lobe, most likely a lymph node or parathyroid gland. Gynecological examination , cervical cancer screening, nephropathy screen , other screening mammogram. On (B)(6) 2014, mammography-impression: bi-rads category 1. Negative diagnostic mammogram. There are no new findings suspicious for malignancy. On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary isunremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. On (B)(6) 2016, ultrasound of left breast-impression: benign there is no sonographic evidence of malignancy and bilateral digital diagnostic mammogram 3d/2d with cad-impression: incomplete: need prior studies for comparison. There is no abnormality seen in the left breast to correspond with the palpable abnormality indicated by a triangular marker, however, ultrasound is recommended. On (B)(6) 2010, ultrasound of the thyroid- impression: single, sub centimeter nodule in the lower right lobe of the thyroid~ too small to pursue diagnostically. A lymph node is noted both above and below the left lobe, not significant by virtue of size. On (B)(6) 2017, us thyroid- impression: multinodular goiter. Both lobes of the thyroid gland are enlarged in size with dimensions. There are sub centimeter nodules in both lobes of the thyroid gland. The thyroid gland was similarly enlarged in size and was sub centimeter nodules on the prior study. On (B)(6) 2015, surgical pathology reportl-final pathological diagnosis: curetting, "endometrium"- -- secretory endometrium with stromal breakdown and endometrial polyp. Fragments of endocervical mucosa. No endometrial hyperplasia or squamous dysplasia seen. On (B)(6) 2014, mammogram diagnostic digital-impression: negative diagnostic mammogram. There are no new findings suspicious for malignancy. On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary is unremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x 1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. Concurrent conditions included obesity, alcohol use, short of breath, laryngitis, rhinosinusitis, allergic rhinitis, yeast infection, vaginal itching, candidiasis, frequency urinary, burning micturition, thyroid nodule, musculoskeletal pain, mastalgia, muscle ache, palpitations, congestion nasal, ovarian cyst, premenstrual dysphoric disorder, hirsutism, cystitis interstitial, anesthesia, menometrorrhagia, jaw pain, premenstrual syndrome, anemia, lichen sclerosus and seasonal allergy. Family history included diabetes (mother, paternal grandmother), hypertension (mother, paternal grandmother), breast cancer, cancer (mother) and breast cancer (mother). Concomitant products included mometasone furoate (nasonex) for congestion nasal, amoxicillin for yeast infection as well as amoxicillin (amoxi), ciprofloxacin (cipro) from 2011 to 2016, clobetasol, escitalopram oxalate (lexapro) from 2016 to 2017, estradiol (estrace), leuprorelin acetate (lupron depot-3 month) from 2011 to 2013, sertraline hydrochloride (zoloft) from 2016 to 2017 and trospium from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), fatigue ("fatigue"), rash ("rashes on thighs and abdomen"), skin disorder ("skin conditions") and reproductive tract disorder ("reproductive system disorder"). On (B)(6) 2009, the patient experienced cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). On (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient was found to have hormone level abnormal ("hormonal changes") and experienced vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraine headaches"), breast pain ("breast pain"), breast enlargement ("increase in breast size"), uterine enlargement ("increased uterine size"), menopausal symptoms ("menopausal symptoms"), vulvovaginal dryness ("dry vagina"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations"), depression ("depression/psych injury"), anxiety ("anxiety/psych injury"), abdominal pain ("abdominal pain"), uterine pain ("uterine area pain"), neck pain ("neck pain"), headache ("headache"), vision blurred ("blurred vision") and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain"). The patient was treated with phentermine hydrochloride, vitamin b complex (vitamin b), vitamin d nos (vitamin d) and surgery (laparoscopy, uterine coronectomy bilateral salpingectomy & excision of essure, nova sure endometrial ablation on (B)(6) 2016 and operative laparoscopy with ablation of implants, bilateral uterosacral nerve transection,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, breast pain, breast enlargement, uterine enlargement, menopausal symptoms, vulvovaginal dryness, urinary tract infection, palpitations, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain, uterine pain, neck pain, weight increased, headache, eye disorder, visual impairment, vaginal discharge, hormone level abnormal, vaginal infection, rash, skin disorder, reproductive tract disorder, cardiac disorder, blood disorder and vision blurred was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blood disorder, breast enlargement, breast pain, cardiac disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menopausal symptoms, menorrhagia, metrorrhagia, migraine, neck pain, palpitations, pelvic pain, rash, reproductive tract disorder, skin disorder, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices plaintiff will be left with abdominal deformity and severe large scarring. Physician had suggested an ablation due to suspected endometriosis. Patient received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), blood/heart disorder, psych injury, vaginal discharge, urinary tract infection, vaginal infection, hormonal changes, migraine, hair loss and headaches. Date of additional surgeries: (B)(6) 2015, type of additional surgeries: other. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: bilateral tubal occlusion. Ultrasound scan - on an unknown date: results: enlarged uterus. Concerning the injuries reported in this case, the following one were confirmed via medical record: headache, abdominal pain and pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New event "metorhagia (bleeding b/w periods)" was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ spotting") and menorrhagia ("menorrhagia") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 2005 to (B)(6) 2008, salpingectomy from 2003 to 2005, multi gravida, parity 2 ((B)(6) 1998;(B)(6) 2003;(B)(6) 2008), uti in 2010, vaginal delivery (1998, 2003, and 2008), tachycardia, seasonal allergy, bursectomy, vulvitis, endometriosis, vulvovaginal atrophy, dysfunctional uterine bleeding, endometrial ablation and d & c. Mr-no history of asthma, sob, wheezes, rashes and angioedema. No tobacco and alcohol use. No synechiae, no polyps, or myomas evident. Concurrent conditions included obesity, ex-alcohol user, short of breath, laryngitis, rhinosinusitis, allergic rhinitis, yeast infection, vaginal itching, candidiasis, frequency urinary, burning micturition, thyroid nodule, musculoskeletal pain, mastalgia, muscle ache, palpitations, nasal congestion, ovarian cyst, premenstrual dysphoric disorder, hirsutism, cystitis interstitial, anesthesia, menometrorrhagia, jaw pain, premenstrual syndrome, anemia, lichen sclerosus and seasonal allergy. Family history included diabetes (mother, paternal grandmother), hypertension (mother, paternal grandmother), breast cancer, cancer (mother) and breast cancer (mother). Concomitant products included mometasone furoate (nasonex) for nasal congestion, amoxicillin for yeast infection as well as amoxicillin (amoxi), ciprofloxacin (cipro) from 2011 to 2016, clobetasol, escitalopram oxalate (lexapro) from 2016 to 2017, estradiol (estrace), leuprorelin acetate (lupron depot-3 month) from 2011 to 2013, sertraline (zoloft) from 2016 to 2017 and trospium from 2011 to 2013. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), rash ("rashes on thighs and abdomen"), skin disorder ("skin conditions") and reproductive tract disorder ("reproductive system disorder"). On (B)(6) 2009, the patient experienced cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). On (B)(6) 2010, the patient experienced vaginal haemorrhage, menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes") and vaginal infection ("vaginal infection"). On (B)(6)2012, the patient experienced eye disorder ("vision/eye problems") and visual impairment ("vision/eye problems"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), breast pain ("breast pain"), breast enlargement ("increase in breast size"), uterine enlargement ("increased uterine size"), menopausal symptoms ("menopausal symptoms"), vulvovaginal dryness ("dry vagina"), urinary tract infection ("urinary tract infection"), palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), uterine pain ("uterine area pain"), neck pain ("neck pain"), weight increased ("weight gain"), headache ("headache") and vision blurred ("blurred vision"). The patient was treated with cholecalciferol (vitamin d), vitamin b, phentermine, surgery (laparoscopy, uterine cornuactomy bilateral salpingectomy & excision of essure), surgery (nova sure endometrial ablation on (B)(6) 2016) and surgery (operative laparoscopy with ablation of implants, bilateral uterosacral nerve transection,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, breast pain, breast enlargement, uterine enlargement, menopausal symptoms, vulvovaginal dryness, urinary tract infection, palpitations, depression, anxiety, dysmenorrhoea, fatigue, abdominal pain, uterine pain, neck pain, weight increased, headache, eye disorder, visual impairment, vaginal discharge, hormone level abnormal, vaginal infection, rash, skin disorder, reproductive tract disorder, cardiac disorder, blood disorder and vision blurred outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blood disorder, breast enlargement, breast pain, cardiac disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, neck pain, palpitations, pelvic pain, rash, reproductive tract disorder, skin disorder, urinary tract infection, uterine enlargement, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices plaintiff will be left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Ultrasound scan - on an unknown date: enlarged uterus. (B)(6) 2008: hysterosalpingogram - confirmed that plaintiff's fallopian tubes were full occluded and both essure coils were noted to be located within the fallopian tubes. A thyroid ultrasound showed a 1 x 4 mm nodule inferior to the left lobe, most likely a lymph node or parathyroid gland. Gynecological examination , cervical cancer screening, nephropathy screen , other screening mammogram. On (B)(6) 2014, mammography-impression: bi-rads category 1. Negative diagnostic mammogram. There are no new findings suspicious for malignancy. On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary is unremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. On (B)(6) 2016, ultrasound of left breast-impression: benign there is no sonographic evidence of malignancy and bilateral digital diagnostic mammogram 3d/2d with cad-impression: incomplete: need prior studies for comparison. There is no abnormality seen in the left breast to correspond with the palpable abnormality indicated by a triangular marker, however, ultrasound is recommended. On (B)(6) 2010, ultrasound of the thyroid- impression: single, sub centimeter nodule in the lower right lobe of the thyroid~ too small to pursue diagnostically. A lymph node is noted both above and below the left lobe, not significant by virtue of size. On (B)(6) 2017, us thyroid- impression: multinodular goiter. Both lobes of the thyroid gland are enlarged in size with dimensions. There are sub centimeter nodules in both lobes of the thyroid gland. The thyroid gland was similarly enlarged in size and was sub centimeter nodules on the prior study. On (B)(6) 2015, surgical pathology report-final pathological diagnosis: curetting, "endometrium"- -- secretory endometrium with stromal breakdown and endometrial polyp. Fragments of endocervical mucosa. No endometrial hyperplasia or squamous dysplasia seen. On (B)(6) 2014, mammogram diagnostic digital-impression: negative diagnostic mammogram. There are no new findings suspicious for malignancy . On (B)(6) 2016, us pelvic transabdominal-findings: the uterus measures 10.8 x 4.4 x 6.6 cm. 2 uterine fibroids are noted. These measure 1.7 and 1.5 cm in size. Endometrial thickness is normal. It measures 5 mm. Bilateral essure wires are noted. The right ovary measures 2.5 x 1.6 x 1.8 cm. The right ovary is unremarkable. The left ovary measures 3.6 x 2.0 x 2.9 cm. There is a complex cyst in the left ovary measuring 1.7 x 1.5 x 1.4 cm. There is normal blood flow to the left ovary. No free fluid is identified. Impression: there are 2 small uterine fibroids. The presence of bilateral essure wires is noted. There is a small complex cyst in the left ovary measuring 1.7 cm. Concerning the injuries reported in this case, the following one were confirmed via medical record: headache, abdominal pain and pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 16-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication, treatment drug, lab test were added. Events abnormal bleeding(vaginal, menorrhagia), breast pain, spotting, increase in breast size, increased uterine size, menopausal symptoms, dry vagina, urinary tract infection, heart palpitations, depression and anxiety, rashes on thighs and abdomen, endometriosis, blurred vision, vaginal discharge, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain, weight gain, dysfunctional uterine bleeding, blood disorder, cardiac disorder, reproductive tract disorder, skin disorder , hormonal changes were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (she underwent bilateral salpingectomy for removal of essure). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, back pain, dyspareunia, migraine and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia and migraine to be related to essure. The reporter commented: because of the requirement to undergo a bilateral salpingectomy to remove the essure devices plaintiff will be left with abdominal deformity and severe large scarring. Diagnostic results: (B)(6) 2008: hysterosalpingogram - confirmed that plaintiff's fallopian tubes were full occluded and both essure coils were noted to be located within the fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.